Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ping meter has black marks in the display. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The reporter alleged that the issue began on (B) (6) 2010 at 10pm. The patient manages his diabetes with an insulin pump. The reporter denied that the patient made any changes to his regimen after the alleged issue began. However, it is not known if the patient tested with another device after the reported issue occurred. Per cca documentation, the patient experienced symptoms of "shakiness and grogginess" eight hours after the reported issue began. The patient tested with another meter (on (B) (6) 2010 at 6am) and reportedly received a blood glucose reading of "64 mg/dl." Subsequent to testing with the other device, the reporter stated that the patient administered self-treatment by consuming food and/or drink. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.